Event description:
On (B)(6) 2011, a neurotherm sales rep received a call from the facility stating that a pt had been burned during a thoracic radio frequency at the location of the grounding pad. During the procedure, the pt was consciously sedated. On the same day, the facility provided pictures of the grounding pad. On (B)(6) 2012, the products in question were returned to neurotherm.

Manufacturer narrative:
It appears that the pad was not applied to maximize surface area contact. Currently the labeling states in the warning section "failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location. Check the pad contact thoroughly before treatment, and stop treatment immediately and check grounding pad contact if measured impedance is >800 ohms or any significant impedance rises (>100 ohms) are observed during rf delivery."